Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The right motor brake will not engage.

Manufacturer narrative:
The device was evaluated by the returns department which found that the brake static torque tested with a torque wrench and exceeds 40 nm. Brake engages/disengages properly during bench test.

Event description:
The right motor brake will not engage.